Event description:
The migration of the aneurx stent graft resulted in a proximal type ia endoleak.

Event description:
An aneurx stent graft system was implanted in the patient for the endovascular treatment of a 60 mm in diameter abdominal aortic aneurysm. It was reported that, approximately ten years and eight months post index procedure, the patient presented emergently with a ruptured abdominal aortic aneurysm. It was observed that the aneurx device had fallen into the aneurysm sac. The physician elected to perform an open aortic repair and explant the aneurx stent graft. The event was resolved. Per the physician, the cause of the event was due to continued dilation of the aorta over time. No additional sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.